Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was received and evaluated. A visual inspection was performed and a slit in the tubing was found on the yellow line. No other defects were found. An underwater leak test was performed and there was leakage at that slit in the tubing, where a pin hole was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This confirms the complaint.

Event description:
A nurse reported to baxter (B)(4) that after 1.5 hrs of therapy there were a lot of bubbles in the arterial tubing. The nurse then checked the tubing and found the arterial port which connected the hemofilter was damaged. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.